Manufacturer narrative:
(B)(4). Returned meter on 4/20/2018 and evaluated with no defect found. Test strip vial returned on 5/10/2018 with used strip only, unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Note: additional information provided to the manufacturer on may 22, 2018. The complaint is an international ((B)(6)). Customer contact information is limited, therefore manufacturer is unable to make a follow up at this time. Two MDR reports, since customer reported having of two different glucometers for her daughter.

Event description:
Customer's mother had a problem with the test strips of the true result glucometer used on her daughter. They called customer's mother from school because readings marked 25mg/dl. They tested at 5 minutes and marked 35mg/dl, had no clear symptoms of hypoglycemia but just in case they gave her glucose. Mother tested with the other glucometer at home that they had in reserve, which was unused. We did several tests with both devices at the same time, with strips of different vials (they had 5 vials and they opened them all, they were all from the same lot). They did more than fifteen tests and all the measurements showed inaccurate results, from 30 to more than 300, all different from each other and different between the two glucometers. Mother is not diabetic and made a test on herself and obtained results of 20 mg/dl in one meter and lo in the other. No symptoms, medical attention or adverse event were reported by the customer.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Returned meter on 4/20/2018 and evaluated with no defect found. Test strip vial returned on 5/10/2018 with "used" strip only, unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Note: additional information provided to the manufacturer on may 22, 2018. The complaint is an international (spain). Customer contact information is limited, therefore manufacturer is unable to make a follow up at this time. Two MDR reports, since customer reported having of two different glucometers for her "daughter". Report correction: PMA/510k number updated in section g. To k00000. Product is an gdh-FDA and it is not a clear device within us market. Manufacturer reporting MDR since information meets the definition of a reportable event.

Event description:
Customer's mother had a problem with the test strips of the true result glucometer used on her daughter. They called customer's mother from school because readings marked 25mg/dl. They tested at 5 minutes and marked 35mg/dl, had no clear symptoms of hypoglycemia but just in case they gave her glucose. Mother tested with the other glucometer at home that they had in reserve, which was unused. We did several tests with both devices at the same time, with strips of different vials (they had 5 vials and they opened them all, they were all from the same lot). They did more than fifteen tests and all the measurements showed "inaccurate" results, from 30 to more than 300, all different from each other and different between the two glucometers. Mother is not diabetic and made a test on herself and obtained results of 20 mg/dl in one meter and lo in the other. No symptoms, medical attention or adverse event were reported by the customer.